Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the display's power board and reseating the cables. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with spectrum monitor which may have affected pt monitoring. No pt injury was reported.